Event description:
Event reported in (B)(6): the user complaint was about overdose of morphine for the pt, she fell into a coma, the nurse had to administrate narcan. Infusion parameter: pca mode, period without bolus 6 minutes, volume for each volume 1ml. Product infused: morphine. The hospital nurse said: the pt was sleeping so it's sure it's not her who demanded boluses. He saw on the screen of the pump: "administration of the bolus" but no request of bolus by the pt with the bolus cord or with the pump. The pharmacist of the hospital will declare the materiovigilance to the (B)(6). (No reference number for the moment)".

Manufacturer narrative:
(B)(4).